Event description:
It as reported that the torque wrench broke down during surgery.

Manufacturer narrative:
Method: device history review; results: the instrument was released in 2000 which indicates that it had been functioning properly for approximately 13 years. Conclusion: the implicated product was not returned for evaluation and the exact product issue was not known, hence, the reported issue could not be confirmed.

Event description:
It was reported that the torque wrench broke down during surgery.